Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a farawave catheter was selected for use. After the catheter was placed on the sterile field, it was flushed per the instructions for use and connected to the irrigation line. Mapping was performed using another manufacturer catheter, and while the farawave catheter remained on the sterile field, irrigation fluid was observed leaking from the connection point of the irrigation lumen. The team reconnected the line, but a crack in the catheter irrigation lumen became apparent, causing continued leakage. The catheter was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.